Event description:
Customer reported, the system is displaying a generator error and there is no image or video. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ng1 power supply. System operates as intended.